Manufacturer narrative:
The device was returned and evaluated by product analysis on (B)(6) 2017 with the following findings: review of the pump¿s black box revealed an unexplained rebooting event on (B)(6) 207 at 03:40; deliveries never resumed. The total daily dose history was appropriate for the user programmed delivery settings. A battery compartment crack was observed. The returned battery cap threads were damaged and a power issue was experienced with the returned cap. A test cap was able to secure properly to the pump. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm with the test cap. The pump passed a delivery accuracy test with the test cap. No moisture ingress was found in any part of the pump.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the patient was hospitalized on (B)(6) 2017 for treatment of diabetic ketoacidosis and was treated with intravenous fluids. No additional information was provided and troubleshooting could not be completed. It was reported that the reported health event occurred after the patient discontinued pump use after the pump experienced a no-power issue with a battery compartment crack. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.